Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device passed the displacement, rewind, and basic occlusion tests. No motor error alarm noted and the motor passed motor test. The device had cracked case at display window corner, reservoir tube lip, broken belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery attempt. The customer's blood glucose was not recalled during troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.